Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture. The stylet was failing to advance in the ra lead. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and failure to insert the stylet. A complete lead was returned in one piece. The reported event failure to advance the stylet was confirmed. Unable to perform stylet insertion test due to procedural damage to the lead. The cause of the reported event failure to insert the stylet was due to procedural damage. The reported event of failure to capture was not confirmed. Electrical testing was normal with no anomalies found. The lead had internal shorting due to a breach of the inner insulation, consistent with procedure damage.